Event description:
The customer reported a clear fluid leak from the right side of the coulter lh 780 hematology analyzer. The customer indicated that the volume of the leak was approximately 10 ml and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found a hole at the tubing through pinch valve vl4b as a result of the pinch valve opening and closing over time. Clear diluent leaked and the fse replaced the tubing through vl4b and 4c for the backwash tower to resolve the leak. Failure mode is attributed to a hole in the tubing through vl4b. (B)(4).